Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product info required to search the complaint database was not provided. The investigation could not draw any conclusions about the reported pt pain; however, the initial reporting stated a baker cyst was a contributing factor. No conclusions could be drawn about the reported polyethylene wear without the products to examine. It was noted the products were implanted for approx thirteen years. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional info be received, the investigation will be re-opened.

Event description:
As pt was being revised to address knee pain thought to be caused by a baker's cyst, surgeon also noticed some osteolytic changes and poly wear and recommended replacing the insert and patella.